Event description:
It was reported that the insulin pump alarmed an error, as well as battery-related alerts. The caller declined troubleshoot for the issue, advising that she would call back. The blood glucose reading was unavailable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.